Manufacturer narrative:
No issues were identified during a review of the alarm trace and precision data from the customer. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The customer thought the issue occurred due to urine carryover/contamination of the sample but this could not be confirmed with the data provided. The more plausible explanation for the discrepant results is that the results from the initial and repeat tests were not from the same sample; the sample was mixed up with the sample from another patient. This explanation is also supported by the customer repeating the same sample tube and getting the same crep2 result as was obtained for the first repeat test. System performance was within specification and no maintenance issues were identified.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2), tp2 total protein gen.2 (tp2), ca2 calcium gen.2 (ca2) and ureal urea/bun on a cobas 6000 c (501) module. Based on the data provided, erroneous crpl3 tina-quant c-reactive protein gen.3 (crpl3) were also identified. The erroneous results were reported outside of the laboratory. An aliquot from a heparin gel tube from the modular pre-analytic (mpa) system was run on the c501 module and the initial crep2 result was 273 umol/l, the initial ureal result was 14.0 mmol/l, the initial ca2 result was 1.64 mmol/l, the initial tp2 result was 47.1 g/l and the initial crpl3 result was 0.3 mg/l. The patient underwent an ultrasound which was negative. There was no allegation that an adverse event occurred. The same heparin gel tube was run on a different c501 module and the crep2 result was 37 umol/l, the ureal result was 6.4 mmol/l, the ca2 result was 2.34 mmol/l, the tp2 result was 72.5 g/l and the crpl3 result was 0.4 mg/l. The customer then ran the same tube on the original c501 module and the crep2 result was 37 umol/l. No reagent lot numbers or expiration dates were provided. The customer thinks the issue occurred due to urine carryover/contamination of the sample.